Event description:
It was reported to boston scientific corp that ten days after placement of a corflo cubby low profile gastrostomy device, the plug was broken. The device was replaced with a different device (unknown product/MFR). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Visual examination of the returned device revealed that the tab has been sheared off on the right angle connector. Although the cause of the reported malfunction is undetermined, it is likely attributable to operational context.